Event description:
A director of nursing reported the nurses found the resident non-responsive in the bed, checked his sugar, obtained a reading of 92 mg/dl on adc meter and transported him to ER. At the ER, patient's blood glucose was 39 mg/dl according to hcp meter of unknown brand. Although the caller reported that the resident was diagnosed with hypoglycemia, the treatment administered is unknown. Multiple attempts to get more information with regards to the medical event and if adc meter contributed to this medical incident have been made without success. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigation results are available.